Event description:
It was reported that during a pancreatoduodenectomy procedure, although the knife moved forward properly, all staples were not formed b-shaped. When the original green cartridge was replaced with another cartridge and fired, the staples were formed properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. In addition another reload (b) was received inside the bag in good visual condition and fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.